Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was successfully implanted into pt for the endovascular treatment of an abdominal aortic aneursym in 2003. Aneurysm morphology is unknown and the pt's iliac arteries were reported to be 11 to 12 mm in diameter, and were non-tortuous with little calcification. It was reported that the physician met resistance during retraction of the runners, while the nosecone was inside the ispilateral limb. The physician continued pulling repeatedly on the delivery system when the nosecone and a 6" length of peek tubing detached from the delivery system. The delivery system was removed from the pt and the detached portion of peek tubing was removed from the pt with a hemostat. No sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its eval has been completed. The peek tubing has scratch marks around the tubing at the proximal bond to the pebax tubing. Those scratch marks are extensive and can be reproduced by sand paper. The failure occurred within the scratched area with limited deformation in the peek tubing. The crack surface is relatively clean with little visible plastic deformation. It is probably due to the high stress concentration near the scratches. The oversanding of the peek tubing distal to the runner fuse joint can allow failure to occur at a lower tensile load. The stress applied to the device exceeded the tensile limit of the device, however, it is unclear if the applied stress would have exceeded the tensile limit of an unsanded device, as testing indicates that sanding produces a minor decrease in the tensile stength of the material.